Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: this case is to document the high. Please see (B)(4) for the documentation of the low. Customer alleged pump was overcorrecting, causing highs and lows. Pump corrected the high. No treatment was mentioned for the low. Customer reported continuous glucose monitoring system disconnecting from pump and calibration failing when blood glucose and sensor glucose are far apart. Customer also lost their accucheck. Troubleshooting was not done. Helpline could not reach customer. Pump was used within 48 hours of the high. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced the pump over correcting causing lows and highs in blood glucose value. Customer reported the transmitter had disconnected often and calibration failed, sensor glucose vs. Blood glucose difference. The customer reported hyperglycemia, hypoglycemia treated with insulin pump. The event involved product(s) mmt-1884, mmt-332a, mmt-242a, mmt-7040a, 08116083022m, mmt-7841zn. Troubleshooting was performed. Customer reported high bgs. Customer reported low bgs. Customer reported a loss of communication between the transmitter and the pump. Customer reports receiving sensor alert. Customer was reporting a discrepancy between sg and bg. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040a. No product return is required for 08116083022m. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.